Event description:
The staff reported that the jts 5892 jackson table began rotating to the right without anyone touching the controls. This is reportedly the 3rd time this has occurred in the last month. After investigation by clinical engineering staff the probable cause was accidental control activation enabled by poor pendant design. As designed the pendant is subject to accidental activation via unintentional contact with persons or objects. This is exacerbated by the fact that on this particular table the clip to hold the pedant in its proper stowage position had been broken off (non-robust plastic design does not tolerate rough handling) leaving it subject to inadvertent actuation. The user stated she heard the motor run and the platform rotated more than the lash limit. It is probable that the pendant was accidentally actuated when preparing to transfer the patient onto the stretcher at the end of the case. Human factors design criteria require a two-step operation to initiate critical control actions. The present design does not meet that criterion.actions: a) arrange for hinged lexan polycarbonate plastic cover to prevent accidental activation. B) discuss need for better pendant design with osi engineering to include more robust pendant with metal clip and 2 step activation process.======================manufacturer response for osi jackson table, jackson table (per site reporter)======================the rep will work with our clinical engineers to review the findings. We are submitting our design recommendations to the manufacturer for consideration to improve patient safety.what was the original intended procedure?transfer of patient from jackson table to stretcher following spinal fusion. Staff active prevented patient fall from table/harm following spinal surgery.device #1is this a laboratory device or laboratory test?no